Event description:
During service, the baxter field service engineer found discharges below alarm threshold in the battery history. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.